Event description:
It was reported by the asp field service engineer (fse) that the exhaust fans in the sterrad sterilization system were malfunctioning and turning off when the chamber door was opened. Customer had reported a strong odor from the sterrad and symptoms of a dry throat, dry cough and burning eyes. Affected employees did not seek medical attention.